Manufacturer narrative:
Sample has been requested but has not been received yet. Investigation is not complete at time of this report. A follow up report will be sent when investigation is completed.

Event description:
The event is reported as: the circuit melted together. The circuit was on a patient at time incident occurred. No reported patient injury.